Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were experienced high blood glucose event. Blood glucose value was over 400 mg/dl because infusion set was detached from the site. Auto mode feature information was unknown. Customer also stated that tape was not adhering. The insulin pump will not be returned for analysis.